Event description:
It was reported that the ilet pump¿s screen was cracked and became unresponsive, and a replacement device was arranged while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included device replacement and continued cgm use via the dexcom app or receiver. Investigation included verification of addresses, return logistics, and user guidance to shut down the device and sync data prior to return. Investigation of this case revealed a damaged display rendering the touchscreen nonfunctional, consistent with a physical damage issue to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/input component.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.